Manufacturer narrative:
The insulin pump alarmed critical pump error and a pump error found in download history due to moisture damage to force sensor. The insulin pump was received with corroded electronic assemblies and corroded motor home switch. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone stating that she jumped into the pull and received a critical pump error on the insulin pump. Troubleshooting was performed and no other errors were noted. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.